Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery release, heart block, lead flex cover and upper case were contaminated. It was also noted that the lower case and ring cover were broken and the ring was missing. Further analysis found the device would not power up. The cause was the main pcb (printed circuit board).

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery release, heart block, lead flex cover and upper case were contaminated. It was also noted that the lower case and ring cover were broken and the ring was missing.

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.